Event description:
It was reported that this right atrial (ra) lead was explanted one month after it was implanted due to it presenting a lack of capture. The lead was tested through a psa and was determined to have dislodged. A new device was implanted. No additional patient effects were reported.